Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.

Event description:
A biomedical technician (bmt) at a user facility reported during rinse mode a fresenius 2008t hemodialysis (hd) machine prompted with bicarb pump no eos errors and discovered and burn mark on the distribution board. The bmt replaced the sensor, actuator, power logic board, function board, bicarb pump and the distribution board. Ad a burnt ui - mics board when they tried to load chairside. The bmt reported there was no smoke, spark, or flame observed. There was no patient involvement or patient injury noted. Upon follow-up, the bmt confirmed the reported event and stated the issue was noted during rinse mode of preventative maintenance. The bmt confirmed a patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 32,000 hours and the distribution board was not the original fresenius part on the machine. Per bmt the machine was repaired and is back in service without further issue. The bmt stated the distribution board was no longer available to be returned to the manufacturer for physical evaluation.

Event description:
A biomedical technician (bmt) at a user facility reported during rinse mode a fresenius 2008t hemodialysis (hd) machine prompted with bicarb pump no eos errors and discovered and burn mark on the distribution board. The bmt replaced the sensor, actuator, power logic board, function board, bicarb pump and the distribution board. Ad a burnt ui - mics board when they tried to load chairside. The bmt reported there was no smoke, spark, or flame observed. There was no patient involvement or patient injury noted. Upon follow-up, the bmt confirmed the reported event and stated the issue was noted during rinse mode of preventative maintenance. The bmt confirmed a patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 32,000 hours and the distribution board was not the original fresenius part on the machine. Per bmt the machine was repaired and is back in service without further issue. The bmt stated the distribution board was no longer available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.